Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas 8000 e 801 module. Patient 1's initial result was 35.0 pg/ml, and the repeat result was 12.7 pg/ml. Another repeat result from another cobas was provided of 13.3 pg/ml. Patient 2's initial result was 142 pg/ml, and the repeat result was 14.7 pg/ml. Another repeat result from another cobas was provided of 16.20 pg/ml. Patient 3's initial result on (B)(6) 2025 was 23.6 pg/ml, and the repeat result was 55.2 pg/ml. Another repeat result from another cobas was provided of 22.8 pg/ml. Patient 4's initial result on (B)(6) 2025 was 16.0 pg/ml, with repeat results of 22.7 pg/ml and 15.8 pg/ml. Patient 5's initial result on (B)(6) 2025 was 22.0 pg/ml, with repeat results of 34.6 pg/ml, and on another cobas analyzer, 22.6 pg/ml. Patient 6's initial result on (B)(6) 2025 was 18.9 pg/ml, with a repeat result of 42.5 pg/ml.

Manufacturer narrative:
The cobas 8000 e 801 module serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The qc was within range prior to the event; therefore, a general reagent or analyzer problem was not present. When investigating images of samples, the gripper wheels show particles of dust. The investigation was unable to determine a direct root cause.